Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the architect troponin stat assay may report falsely elevated or falsely decreased troponin results or close to the important clinical decision level of 0.10 ng/ml. The customer has repeated all the troponin results that are < 0.10 mg/ml and retested the negative results. There is no impact to pt management reported.